Event description:
It was reported that the patient with this advancexp male sling experienced incontinence. A procedure to implant an artificial urinary sphincter (aus) was performed. This sling remains in service. No patient complications were reported.

Manufacturer narrative:
This report is for the same event as manufacturer report: (B)(4).

Manufacturer narrative:
This report is for the same event as manufacturer report: (B)(4). Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with sling mens procedures and is noted as such in the sling instructions for use. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the sling mens instructions for use (IFU) was reviewed. The patient symptom of urinary incontinence was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced incontinence with his advance xp male sling. The patient was brought to the operating room to implant a new artificial urinary sphincter (aus). During the procedure, final connections for the aus were made and a final routine cycle was performed. It was noted that the aus would not cycle. When the physician cycled the pump, it would stay compressed and would not move any fluid. The pump was brought outside of the scrotum to cycle under visibility, but it remained collapsed. The pump was disconnected the procedure was completed with a second pump, without patient complications. The sling remains implanted. This complaint corresponds to the sling device.